Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2017-03414 and 2134265-2017-03267. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and pullback sled to view the target lesion. However, no image appeared and the motordrive is not pulling back. Therefore, catheter was changed but still no image appeared. No patient complications were reported.